Event description:
It was reported that this right atrial (ra) lead was explanted due to an increase in capture threshold measurements due to a suspected micro dislodgement. A new lead was implanted. No additional adverse patient effects were reported.